Manufacturer narrative:
(B)(4). Review of lot f1734802, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that following mynxgrip vascular closure, the patient coughed which resulted in bleeding from the access site. The patient went to the or (operating room). Surgery was required and a stitch. The patient was noted to be "ok". The mynxgrip vascular closure device (vcd) was used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure.

Manufacturer narrative:
Complaint conclusion: it was reported that following mynxgrip vascular closure, the patient coughed which resulted in bleeding from the access site. The patient went to the or (operating room). Surgery was required and a suture was placed. The patient was noted to be "ok". The mynxgrip vascular closure device (vcd) was used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. Additional information received indicated that the vessel did not have stenosis >50% at or near the puncture site. There was no vessel tortuosity. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The target femoral site was not previously closed with any closure device prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd being used. The vcd was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was at the right femoral artery. Multiple stick attempts were not made before intravascular access was achieved. Two sheath exchanges were required, however, a procedural sheath that is greater than 7f was not used. The mynx vcd was prepped according to the instructions for use (IFU). The sealant was deployed to the proper location. The patient's hospitalization was extended for 1-2 weeks as a result of the event. At the time of this report, the patient was reported to have recovered from the groin wound and continues to recover due to a stroke. The product was not returned for analysis. Review of lot f1734802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Access site bleeding is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the bleeding reported. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint conclusion: it was reported that following mynxgrip vascular closure, the patient coughed which resulted in bleeding from the access site. The patient went to the or (operating room). Surgery was required and a suture was placed. The patient was noted to be "ok". The mynxgrip vascular closure device (vcd) was used in conjunction with an unspecified procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The product was not returned for analysis. Review of lot f1734802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Access site bleeding is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the bleeding reported. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.